Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user hematocrit outside of range. Manufacturer did attempt to contact the hospital's pharmacist as the only contact through the customer for knowing customer's condition since no customer information was provided for patient privacy hospital policy. However, manufacturer is interested to replace the device and shipped it to customer's residence; unable to find this important information.

Event description:
Costumer reported complaint of e-0 error obtained. The hospital's pharmacist is calling on behalf of the customer. Pharmacist was asked if the e-0 occured after or before the blood sample is absorbed. Pharmacist stated after blood sample is applied to the test strips. Pharmacist is informed the system device is designed to give accurate results with blood sample that is within the hematocrit range of 20%-70% as well as if the hematocrit measurement is interrupted as a possible reason of e-0 error message. The pharmacist informed the customer receive regularly blood transfusion and customer is type 1 diabetic. Pharmacist reported that customer is hospitalized with diabetes ketoacidosis. Pharmacist informed the altered hematocrit values can be caused for several factor but not limited to: dehydration, anemia, nutritional deficiency, chronic medical conditions and active bleeding. Pharmacist instructed of the hands hygiene procedure and keep dry them before remove the test strips from the vial to prevent the moisture affect the testing results. Reviewed meter memory: (B)(4). The pharmacist stated that could not provide any information regarding the customer other than the name. No other information was provided.